Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge was informed of an event with the allegation that a load fell off a smart trolley with part number: 6019702100, manufactured on 2019-06-10 and installed at the facility on 2019-10-08. It was used together with washer disinfector cm320-series, with serial number (B)(6) and catalog number cm320wuwd-ctom. The serial number gives us information that the unit was manufactured on 2019-06-25. When reviewing reportable events of this type, we were able to establish that there were several reportable complaints involving the failure where loads fell off or almost fell from the smart trolleys. However, it is the first allegation we have received on the issue related with the wheel detachment that has led to the load falling off the trolley. During the investigation course we were able to establish that there was no injury reported related to this issue. However considering the worst case scenario when the loads falling off the trolley could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential. As all trolleys are delivered to the customer with wheels having been assembled into the trolley we established the most likely root cause of this failure to be related to the manufacturing process. It was established that when the event occurred, the accessory used with the washer disinfector did not meet its specification and in this way device contributed to reportable event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The getinge product was directly involved with the reported incident. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time as the incident was considered as single, isolated one related with loads which falling off by the wheel detachment.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2020 getinge became aware of an issue where the wheel broken off from trolley. As a consequence instruments fell down. There was no information provided about adverse outcome for this occurrence. The trolley is not registered as a medical device, however upon the situation occurrence it was used in the facility with washer disinfector from cm320-series as a system. Instruments which falling off from the trolley could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur, therefore we decided to report the complaint based on a potential.